Event description:
It was reported that the results are in tolerance but alarm still rings. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation did not find any external damage. The pump event history showed a check clutch/ travel course reverse alarm in history. The evaluation could not duplicate the reported issue after multiple flow and occlusion tests. The cause of the reported issue was found after checking alarm history, it was noted that the clutch was released during an infusion causing the travel course reverse alarm. The root cause was due to user error. The technician replaced the barrel clamp rod, barrel clamp guide and tapered spring per syringe recognition. Performed preventive maintenance (pm) on pump. Performed function and delivery tests which passed.